Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. The evaluation of the returned pump confirmed the presence of deposition. Upon disassembly of the pump, examination of the proximal side of the outlet stator revealed a loosely seated pink tissue-like deposition situated adjacent to the bearing ball and on one blade of the outlet stator. The deposition was not adhered to the blood-contacting surfaces and lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, the origin of the deposition could not be determined. Moreover, the deposition did not show any evidence of denaturation and no contact marks were observed on the outlet portion of the rotor or the outlet bearing cup to indicate that the deposition was present during pump operation. The evaluation could not determine a specific cause for the development of the observed deposition or a duration of time for which it was present in the device. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for (B)(4) colored urine, a lactate dehydrogenase (ldh) level of 1548 u/l, and an inr of 2.4. The patient's anticoagulation regimen consisted of coumadin and aspirin 81 mg daily with an inr goal of 2-3. The patient was reportedly compliant with anticoagulation therapy. The patient was started on intravenous heparin and the patient's ldh level started to decline with the lowest value at 580-590 u/l. An echocardiogram was performed without speed changes, however, results were not provided. It was reported that on (B)(6) 2016 the patient was transplanted as status 1a due to device complication and suspected thrombus.